Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the amount of food consumed, and delivered too large of a bolus resulting in low blood glucose (bg) level less than 40 mg/dl. The customer consumed carbohydrates to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.